Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.

Event description:
Customer reported tpn was infusing, when it was noted the IV tubing spontaneously disconnected from the 20019e extension set. No patient harm reported and no medical intervention required. No additional information was available.